Event description:
It was reported that during the procedure for treatment of a total occlusion in the heavily calcified mid right coronary artery, a 2.0x15 rx mini trek catheter was advanced with resistance due to the heavy calcification. During pre-dilatation, the balloon was inflated one time to 12 atmospheres. As negative pressure was applied, cine showed leaking contrast media. The mini trek catheter was withdrawn from the anatomy and balloon rupture was confirmed. The device was exchanged for a 2.5x20 trek dilatation catheter and pre-dilatation was completed, followed by deployment of a non-abbott stent. The procedure was completed successfully without adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary:the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual, dimensional, functional and scanning electron microscopy imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Guide wire: cross-it 200xt 190 cm, pilot 150 190 cm. Inflation: priority pack. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all relevant information.